Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that the cuff failed to inflate and that air escaped through the seam. No adverse events were reported as a result of this malfunction.

Event description:
No additional event information.

Manufacturer narrative:
This event was recorded by zimmer biomet under (B)(4). D4 UDI no.: (B)(4). The device history record (DHR) for the 34in. (86cm) a.t.s. Cylindrical cuff - dp, sb, part number 60750000600 and lot number 31739325, review noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections, and tests were successfully completed. Note: complaint history search was performed on all disposable and reusable cuffs as this failure mode could occur with any cuff. Further action not required as 2 or less complaints were identified with the same part number and lot number. On 17 jun 2019, it was reported from clinica ubarmin that two 34in. (86cm) a.t.s. Cylindrical cuffs - dp, sb had air escaping through the seam. On 12 aug 2019, a returned product investigation was performed on the 34in. (86cm) a.t.s. Cylindrical cuffs - dp, sb. The physical evaluation revealed that the returned cuffs were both leaking along the seam. The results of the returned product investigation have confirmed the reported event. While the returned product investigation confirmed that the 34in. (86cm) a.t.s. Cylindrical cuffs - dp, sb were leaking at the seam, it cannot be determined from the information provided what actually caused the reported event. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.